Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/02/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 19.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient experienced a refractive surprise with hyperopic astigmatism. There was no incision enlargement and there was no patient injury. The lens was replaced with the same diopter, but a different symfony model lens. Reportedly, the goal was to get the patient to plano. No additional information was provided.